Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information on the medwatch report [mw5154357], the device did not work, and it was explanted and replaced.